Event description:
It was reported that this patient's implantable device began exhibiting beeping tones. Upon interrogation, it was noted that the device was beeping due to high, out-of-range shock impedance measurements (>125 ohms). Technical services was contacted and recommended increasing the shock alert limit. No adverse patient effects were reported and the device remains implanted and in-service.